Manufacturer narrative:
The device was returned to olympus for evaluation, and the additional evaluation findings were as follows: the elevator channel plug was loose, due to wear of the forceps elevator lever, the "up/down" knob could not be locked securely, the air/water channel nut was loose, the suction cylinder was deformed, switch #1 had a cut, the scope connector was deformed and had corrosion due to water leakage, the plate had corrosion due to water leakage, the electrical connector had corrosion due to water leakage, the charged coupled device cable had limited length, due to a pinhole in the bending section cover, water tightness was lost, the acoustic lens had a scratch, the distal end had a scratch, the adhesive around the objective lens had wear, the adhesive around the light guide lens had wear, the adhesive on the bending section cover had a chip and wear, due to wear of the angle wire, the play of the "up/down/right/left" knob was out of standard value, the ultrasonic probe was loose and the channel tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an air/water leak from the channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, there was a gap between the acoustic lens and ultrasonic probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.